Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
On 09dec2025 medsun MDR report 3500a (B)(4) was received by anik. It was reported that the blue flange part of the syringe for 2 monovisc injectables were missing when the packaging was opened. Monovisc 4 ml us - 690016: lot number: 0000012064 expiration date: jan-2028. Device not available for return. Complainant office became aware of the issue may 2025. Office did not obtain a picture of the syringe missing the flange. The office staff did not note any unusual appearances to the device (besides missing the blue flange). There was no defect with the device or packaging observed prior. There was no negative patient or user impact reported.